Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the issue was resolved by replacing umbilical cable. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure the imaging system could not establish connection with mobile view station (mvs). There was no patient present at the time of the issue.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that the bench testing and gbit testing did not pass. It was reported that the cat6 cable was longer then the specifications.